Event description:
It was reported that a catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced over the non bsc guide wire when severe friction was encountered and as a result, the device was stuck on the guide wire. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).